Event description:
It was reported that during the pulse ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath had poor airtightness. No patient complications occurred. The procedure was completed using same faradrive sheath. The product was received for analysis and investigation is still in progress. It was further reported that the air was seen in the flushing line of the sheath. Pressure bag was used for irrigation. No fluid leak nor air in patient was seen. Farawave ablation catheter had been inside the sheath prior to, and/or at the time, the air was observed. The procedure was completed using different faradrive sheath.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem.

Manufacturer narrative:
Investigation summary: boston scientific concludes the reported air ingress event was confirmed. The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. Laboratory analysis of the returned faradrive steerable sheath revealed tears in the hemostatic valve, creating a leak path. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the event of visible air/bubbles is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design. Boston scientifics investigation determined the tears in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
It was reported that during the pulse ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath had poor airtightness. No patient complications occurred. The procedure was completed using same faradrive sheath. The product was received for analysis. It was further reported that the air was seen in the flushing line of the sheath. Pressure bag was used for irrigation. No fluid leak nor air in patient was seen. Farawave ablation catheter had been inside the sheath prior to, and/or at the time, the air was observed. The procedure was completed using different faradrive sheath

Event description:
It was reported that during the pulse ablation faradrive steerable sheath was selected for use. It has been mentioned that the sheath had poor airtightness. No patient complications occurred. The procedure was completed using same faradrive sheath. The product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.